Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after cannulation, device's cuff leaked. It was reported that a pin hole in the cuff was confirmed. Customer reported that the cuff was replaced and recannulation was performed.

Manufacturer narrative:
Evaluation summary: a sample of a device was received. An inflation test is performed for all products. All products have a resting time of 2 hours. Deflation test is also performed. All manufacturing controls were found acceptable and effective to detect the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.